Manufacturer narrative:
This (B)(6) female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure® micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 810883) inserted for birth control. The report describes a case of menopausal symptoms ("pre-menopausal complaints") and musculoskeletal discomfort ("musculoskeletal complaints"). The subject's past medical history included gravida ii, parity 2, gravida ii and vaginal delivery in (B)(6) 2004. Date of subject's last menstruation prior to insertion was (B)(6) 2011. Subject did not receive hormonal manipulation to promote atrophic or proliferate endometrium prior to placement procedure. She had no prior abdominal surgery and there is nothing remarkable in the subject's health history. Previously administered products included for an unreported indication: naproxen. On (B)(6) 2011, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2014, the subject experienced menopausal symptoms (seriousness criterion intervention required). On (B)(6) 2016, 4 years 10 months after insertion of fallopian tube occlusion insert, the subject experienced musculoskeletal discomfort (seriousness criterion intervention required). The subject was treated with surgery (essure removal on (B)(6) 2016). Fallopian tube occlusion insert was removed on (B)(6) 2016. On (B)(6) 2016, the menopausal symptoms and musculoskeletal discomfort had resolved. The investigator considered menopausal symptoms and musculoskeletal discomfort to be related to fallopian tube occlusion insert. The reporter commented: adequate visualization of both tubal ostia was achieved during insertion procedure. Investigator considered the events non-serious but both events recovered due to removal essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2011: negative . The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: menopausal symptoms - analysis in the global safety database 4 revealed cases. Musculoskeletal discomfort - analysis in the global safety database 5 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. However, the quality unit cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. Company causality comment at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This (B)(6) female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure® micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) received fallopian tube occlusion insert (lot number 810883) for birth control. The report describes a case of menopausal symptoms ("pre-menopausal complaints") and musculoskeletal discomfort ("musculoskeletal complaints"). The subject's past medical history included gravida ii, parity 2, vaginal delivery and vaginal delivery. Date of subject's last menstruation prior to insertion was (B)(6) 2011. Subject did not receive hormonal manipulation to promote atrophic or proliferate endometrium prior to placement procedure. She had no prior abdominal surgery and there is nothing remarkable in the subject's health history. Previously administered products included naproxen (prior to essure insertion procedure). On (B)(6) 2011, the subject started fallopian tube occlusion insert at an unspecified dose and frequency. In (B)(6) 2014, the subject experienced menopausal symptoms (seriousness criterion clinically significant/intervention required). On (B)(6) 2016, the subject experienced musculoskeletal discomfort (seriousness criterion clinically significant/intervention required). The subject was treated with surgery (essure removal on (B)(6) 2016) . Fallopian tube occlusion insert was withdrawn. On (B)(6) 2016, the menopausal symptoms and musculoskeletal discomfort had resolved. The investigator considered menopausal symptoms and musculoskeletal discomfort to be related to fallopian tube occlusion insert. The reporter commented: adequate visualization of both tubal ostia was achieved during insertion procedure. Investigator considered the events non-serious but both events recovered due to removal essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2011: pregnancy test urine result was negative. Most recent follow-up information incorporated above includes: on 24-feb-2017: the event moderate "musculoskeletal complaints" started on (B)(6) 2016 and was ongoing without treatment(outcome specified). Event was considered possibly related. On 9-mar-2017: internal correspondence, ptc with lot number is awaited. On 15-mar-2017: new information from investigator: medical history was updated. The essure lot number and outcome of event "musculoskeletal complaints" (and stop date) were provided. Company causality comment: this study case report refers to a (B)(6) female subject who was enrolled in a company-sponsored interventional study. She had essure (fallopian tube occlusion insert) inserted and approximately 3 years later had pre-menopausal complaints. Essure was removed 5 years after insertion. This event is unanticipated in the reference safety information for essure, and was considered non-serious by the investigator. Menopause is a reflection of ovarian follicular depletion, with resulting hypoestrogenemia and high follicle-stimulating hormone concentrations. The age at natural menopause varies due to environmental and genetic factors. The menopausal transition (perimenopause) begins on average four years before the final menstrual period, and includes a number of physiologic changes. In the present case, consumer´s age was compatible with the reported pre-menopausal complaints. Essure has a local non-hormonal effect in the fallopian tubes, and does not interfere with the ovarian function. Additional non-serious event musculoskeletal complaints was reported. This case was regarded as incident since device removal was performed. The product technical analysis with lot number is awaited.